Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she had a low event and a seizure while correcting manually. The paramedics were called to treat a low blood glucose of 40 mg/dl. The blood glucose reading increased to 86 mg/dl. Paramedics transported the customer to the hospital. Customer overinfused for food without testing blood glucose. Nothing further reported.